Manufacturer narrative:
The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 01-mar-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 2344 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 24-feb-2017: quality-safety evaluation of ptc received. Company causality comment: this non-medically confirmed spontaneous case report was received via regulatory authority and refers to a consumer who had essure (fallopian tube occlusion insert) inserted and she presented pelvic pain and underwent a surgery to remove the inserts. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this present case, after the procedure, consumer presented pelvic pain and a surgery was performed to remove essure around one year after placement. Given event's nature causality cannot be excluded. This case was regarded as incident, since device removal was required. Other non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible.

Manufacturer narrative:
This case was reported via regulatory authority (B)(6) on 26-jan-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic or abdominal pain") and genital haemorrhage ("bleeding") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient started essure. On (B)(6) 2016, one day after placement, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), hypersensitivity ("allergic reaction over entire body five days after placement") with urticaria, dizziness ("dizzy spells"), speech disorder ("trouble speaking, functional neurological signs") and menorrhagia ("abundant menstrual bleeding"). In (B)(6) 2016, the patient experienced headache ("day 100 after placement, terrible headaches"). On an unknown date, the patient experienced abdominal pain ("pelvic or abdominal pain"), pain ("non-gynaecological pain"), genital haemorrhage (seriousness criterion medically significant), haematoma ("haematoma"), ear disorder ("ent signs"), nasal disorder ("ent signs"), oropharyngeal discomfort ("ent signs"). The patient was treated with cortisone [cortisone] and surgery (on (B)(6) 2016, removal of essure inserts after one year of suffering). Essure was withdrawn. On (B)(6) 2016, the pelvic pain, hypersensitivity, dizziness, speech disorder and menorrhagia had resolved. At the time of the report, the headache, abdominal pain, pain, ear disorder, nasal disorder, oropharyngeal discomfort outcome was unknown and the genital haemorrhage and haematoma outcome was unknown. The reporter considered pelvic pain, hypersensitivity, headache, dizziness, speech disorder and menorrhagia to be related to essure. The reporter provided no causality assessment for abdominal pain, pain, genital haemorrhage, haematoma, ear disorder, nasal disorder, oropharyngeal discomfort with essure. The reporter commented: the day after placement, small red spot on buttocks with itching. Day 5 after placement, allergic reaction over entire body: cortisone cream and allergy test performed. Day 100 after placement, terrible headache, cat-scan, MRI and treatment. The other problems followed until (B)(6) 2016, i.e. Removal of inserts. Urticaria, headache, dizziness, speech disturbances, pelvic pain and abundant menstrual periods. Allergy, other, non-gynaecological pain, pelvic or abdominal pain, bleeding / haematoma, functional dermatological, neurological and ent signs. Diagnostic results: allergy test due to allergic reaction over entire body cat-scan, MRI for headaches. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 25-apr-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 2747 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 3-mar-2017: consumer reported further events via (B)(6) "day 5 after placement, allergic reaction over entire body (allergy test performed), non-gynaecological pain, bleeding / haematoma, ent signs. Company causality comment: this non-medically confirmed spontaneous case report was received via regulatory authority and refers to a consumer who had essure (fallopian tube occlusion insert) inserted and she presented pelvic pain and bleeding (seen as genital bleeding). She underwent a surgery to remove the inserts. The reported events are serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this present case, after the procedure, consumer presented pelvic pain and bleeding a surgery was performed to remove essure around one year after placement. Given event's nature causality cannot be excluded. This case was regarded as incident, since device removal was required. Other non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible.

Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the (B)(6), device vigilance database via legal proceedings. Following receipt, bayer consulted (B)(6) in order to obtain the relevant case reference number information. On march 24, 2017, (B)(6) provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.

Event description:
This case was reported via regulatory authority (B)(4) on 26-jan-2017 and was forwarded to bayer on 27-jan-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. In 2016, the patient started essure. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), urticaria ("urticaria"), dizziness ("dizzy spells"), speech disorder ("trouble speaking") and menorrhagia ("abundant menstrual bleeding"). In (B)(6) 2016, the patient experienced headache ("headaches"). The patient was treated with cortisone [cortisone] and surgery (inserts were removed). Essure was withdrawn. On (B)(6) 2016, the pelvic pain, urticaria, dizziness, speech disorder and menorrhagia had resolved. At the time of the report, the headache outcome was unknown. The reporter considered pelvic pain, urticaria, headache, dizziness, speech disorder and menorrhagia to be related to essure. Company causality comment: this non-medically confirmed spontaneous case report was received via regulatory authority and refers to a consumer who had essure (fallopian tube occlusion insert) inserted and she presented pelvic pain and underwent a surgery to remove the inserts. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this present case, after the procedure, consumer presented pelvic pain and a surgery was performed to remove essure around one year after placement. Given event's nature causality cannot be excluded. This case was regarded as incident, since device removal was required. Other non-serious events were reported. The product technical analysis has been sought.